Event description:
A caller reported that the t:slim x2 pump battery would not charge, and the issue led to a pump shutdown, which caused the customer's blood glucose level to read as "high," with a specific value unknown but exceeding 500 mg/dl (27.7 mmol/l). To address the high blood glucose, the customer administered a correction bolus via the pump. Reportedly, the customer was able to successfully charge the pump using secondary charging supplies.